Manufacturer narrative:
Case outcome: final product manufacture and qc record for cfl4080004 was reviewed. No issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with the dmr. The test results of retention samples from cfl4080004 meet the qc criteria. There no was the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result(s): the user reported that their test cassettes did not produce a control line. Purchased from cvs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will provide a follow-up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be included in a follow-up MDR.

Event description:
Invalid result(s). The user reported that their test cassettes did not produce a control line. Purchased from cvs.